Event description:
It was reported from the annual ide progress report that patient # (B)(6) had three unknown valiant stent grafts implanted for the endovascular treatment of a dissection. Aneurysm and vessel morphology are unknown. The patient had a previous repair for a type a dissection and the dissection had extended beyond the prior repair through the patient¿s aortic arch encompassing the origins of all the great vessels down into the thoracoabdominal region. In order to repair this, the patient underwent a staged approach. The patient underwent a redo sternotomy, aortic arch debranching with aorto-innominate and aorto-carotid bypass. It was reported that the left subclavian artery was embolized and an amplatzer plug was implanted in proximal left subclavian artery which helped to resolve a type ii endoleak seen on a post procedure CT. The patient had an uneventful recovery and was sent home in stable condition. Ten days later, the patient¿s md sent notification that the patient expired. The death certificate received listed the cause of death as respiratory failure and intracranial hemorrhage. The physician assessed the type ii endoleak as not device but procedure related. The device and procedure relation in regards to the death is unknown.

Manufacturer narrative:
(B)(4).